Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported via phone call that the insulin pump had a keypad anomaly. The customer's blood glucose reading was unknown. The customer stated that the pump alarmed button error and she was unable to clear the alarm. She was unsure of her blood glucose level but she felt it was high. She stated that she had not gotten on her backup plan. The customer was advised that the pump would be replaced. The insulin pump was not returned for analysis.